Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all stations were in critical override and disconnected mode. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were in critical override and disconnected mode due to sync failure and data publishing issues caused by datasync service transaction locks. A technical support specialist monitored sync activity, validated last download times, identified uncommitted transactions impacting data publishing, followed knowledge articles medstation es - current subscription group has previous and max tick count same - uncommitted transaction and devices unable to reconnect following 1.7.4 upgrade - there was no space available in the reliable channel's transfer window, restarted services, applied fixes, adjusted and isolated sync servers, and redistributed devices to restore stable communication. The system functioned as intended after the technical support specialist troubleshot the device.